Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient noticed their stimulator previously had four groups, but now only displays two groups, a and b, with groups c and d missing. The patient stated they noticed the change yesterday and has not been to the doctor since. Despite this, the patient still only saw two groups. The patient was redirected to their healthcare provider for further evaluation and assistance.